Event description:
The customer reported that the shaver handpiece started to run on its own while sitting on the mayo stand connected to the footswitch. There was no injury associated with this event.

Manufacturer narrative:
Investigation results: the shaver handpiece was evaluated and the reported problem of self-activation was unable to be duplicated. A design change has been implemented for this failure mode and it will continue to be monitored.